Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received two inappropriate shocks due to noise oversensing. As a result, the device was reprogrammed. No adverse patient effects were reported.